Manufacturer narrative:
G4: PMA / 510(k): device is not marketed in the united states; however, it is similar to the united states marketed device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before using to intubate a patient the device was checked by the practitioner in front of the clinician using the recommended pressure manometer device as advised by previous mhra alert. The cuff was successfully inflated with no issue or fault noted. The tube was then inserted by the consultant anesthetist who declined to use the manometer device and inflated the cuff manually. (Via syringe filled with air). The patient was transferred into theatre and it was noted that there was a leak and cuff had deflated. Nim tube removed and new nim tube inserted in the same manor without any further issue. It was noted that the first tube had a small 2mm tear at the base of the cuff on inspection. There is no patient impact.

Manufacturer narrative:
H6: additional information suggest that d16 longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.